Manufacturer narrative:
The product's batch history was reviewed and everything was found to be in order.

Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. The product was implanted either on (B)(6) 2008 or (B)(6) 2010. Boston scientific's uphold device and lynx device were also implanted on either of those two dates but it is not clear which product was implanted on which date. The complaint via the attorney was that the pt suffered an injury due to eroded mesh. It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.